Manufacturer narrative:
The device serial number was not provided.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device battery failed "during priming". The customer is requesting that the battery be returned for bench evaluation. There was no reported patient involvement.